Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: level a investigation. Complaint evaluation/complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is 1st related complaint for does not attach/detach on lot # 8157586. Investigation summary: customer returned photos of shelf cartons for 5mm, 31g pen needles from lot # 8157586. Customer states that many of these needles in this box were difficult to enclose in clear plastic cap once needle was used. The photos were examined and only the shelf cartons were shown. No photos of the samples in question were received. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer had difficulties recapping the bd ultra fine¿ pen needle. Transcript of the hand written letter sent by the customer: enclosed please find parts of box which contained mini-pen needles. Many of these needles in this box were difficult to enclose in clear plastic cap once needle was used. This is usually the case with one of two needles but this time it was most of the needles, which is then difficult for disposal.